Event description:
The customer reported the system is not displaying an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards. System operates as intended. (B)(4).